Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a mammogram. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 12/11/2018, mentor received additional information that the patient had the mammogram done on (B)(6) 2017 and the implantation date is (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/10/2019, additional information was received indicated the patient underwent bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).